Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 11500a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 3 years, 1 month due to unknown reasons. A 9755rsl 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.